Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Investigation revealed that the force sensor is out of calibration. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump dispensed insulin during the load step while changing the cartridge. The patient stated that he attempted to load four different cartridges, and the malfunction occurred with all four cartridges. There was no reported patient impact associated with the complaint.